Event description:
It was reported during a lobectomy procedure, the cartridge came off in the patient's body. The first cartridge was retrieved and then another reloaded was used and the same thing happened again. Another device was used to complete the case.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.